Manufacturer narrative:
Summary of eval: visual inspection indicated that the device was returned in used condition. The tip of the universal driver shaft sheared off. This event is related to similar events where the tip on the universal and straight driver shaft twists and/or fractures. Similar previous events indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tip is angulated extremely within the screw head during use. The root cause of this event is likely user related.

Event description:
It was reported that: "screwdriver broke while screwing screw into acetabulum."